Event description:
We received an allegation of discrepant %q results with a coaguchek inrange meter compared to an unknown laboratory method. The result from the laboratory at 7:15 a.m. Was 30 %q. The result from the meter at 7:39 a.m. Was 21 %q. The patient¿s therapeutic range is 2 ¿ 3 inr with a target value of 2.0 inr.

Manufacturer narrative:
Section e3: occupation is patient consumer the coaguchek inrange meter serial number was (B)(6). It was noted that the patient was using test strips for the coaguchek xs system. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.